Event description:
In early 2009, the home patient (hp) contacted baxter's technical service rep (tsr) requesting assistance with a bypass during drain 1 of 4. The hp stated he had a small leak between the patient line connector and transfer set because he had not pushed on the patient line hard enough. The hp stated he had fixed the leak but the fluid had drained out onto the floor. The hp's drain volume was 512 milliliters. The hp knew he was empty. The technical service rep (tsr) asked the hp if he started over with new supplies and he stated "yes, I fixed it. I just need to be bypassed". The tsr assisted the hp with a bypass and the homechoice device moved into fill 2 of 4. The hp hung up. The peritoneal dialysis nurse (pdrn) was contacted a week later. The pdrn was not aware of the leak between the patient line and transfer set but stated the hp was in the clinic the day prior, and had cloudy effluent and peritonitis and the peritonitis could be related to the hp using the contaminated patient line. The pdrn followed up with the hp regarding the incident and retrained the hp on proper procedure. The hp was treated for four days, with ancef (2 grams per day intraperitoneal), fortaz (2 grams per day intraperitoneal) and vancomycin (1 gram per week intraperitoneal) ending the following month. The hp was also treated with levaquin (250 milligrams per day intraperitoneal) for five days in original month.